Manufacturer narrative:
Correction: upon review of the complaint, it has been determined that the product is the cartridge.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (loss of prime) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 04/18/2017 . Device evaluation: the device has been returned and evaluated by product analysis on 03/28/2017 with the following findings: a review of the black box indicated loss of prime warnings had occurred. The pump powered on normally and successfully completed rewind, load, and prime steps and 24-hour testing with no errors, alarms, or warnings occurring. The force sensor calibration was found to be within required specifications.